Manufacturer narrative:
The date of event is exact.

Event description:
Information received from a healthcare professional from a clinical study reported a clinical diagnosis of tingling sensation at the implant site. Diagnostics included the patient reporting the event on (B)(6) 2016. No actions had been taken and the event resulted in an unscheduled clinic or office visit. Etiology was noted as possibly related to the device or therapy, unlikely related to the implant procedure, and not due to programming. The patient's most recent interrogation prior to the event had occurred (B)(6) 2016. It was reported the outcome was ongoing.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was resolved without sequelae on (B)(6) 2016.

Event description:
Additional information received reported the clinical diagnosis was updated to implant site paresthesia from tingling at implant site.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that since the impedances where ok, there was no findings of loss of current. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the actions/interventions taken to resolve the previously reported issues included reprogramming the patient from a monopolar pair to a bipolar pair on (B)(6) 2016. It was also noted that the event resulted in an unscheduled clinic or office visit. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the patient was previously feeling a tingling sensation and was afraid that there was a "loss of current". The hcp checked the impedances and confirmed everything was ok. The patient left the hospital, but returned one month later with the same symptoms. The hcp changed the stimulation from monopolar to bipolar and the tingling disappeared. The hcp thought the tingling sensation was from the positive case. No further complications were reported/anticipated.

Manufacturer narrative:
Additional information received correcting the device serial number. If information is provided in the future, a supplemental report will be issued.